Manufacturer narrative:
The guidewire of which the distal end had been broken and left in the left atrium of the pt in china was returned to co for evaluation. Visual inspection and physical testing were performed in co's laboratory and it was confirmed that the product had been made by co. No defects of the fabrication or material of the guidewire were identified. On the other hand, rust was noted on the proximal end of the coil, which was on the verge of being broken. This suggests the guidewire had been reused many times. Unfortunately, the lot number of the guidewire has not been identified. It is also unclear how many times the device had been reused.

Event description:
It was reported that an accident happened in a pt undergoing ptmc operation using a reused inoue-balloon catheter and a reused guidewire in china. The distal portion of the guidewire was broken and left behind inside the right atrium. A small part of its tip trapping across the puncture hole of the atrium septum and its lower part extending down to the opening of the inferior vena cava. X-ray screening for the pt on march 30, 1998 showed that the broken part of the right branch of the pulmonary artery. Aspirin tablet was administered to the pt to prevent blood clotting. The dosage given was 70mg per day. The status of the pt is still stable for the time being. The doctor who performed the ptmc procedure decided to leave the broken part of the guidewire as it was because he judged it would not cause any further problem for the pt.